Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that catheter removal difficulty was encountered. The target lesion was located in the right coronary artery. After placing a non-bsc guidewire, a 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during procedure, it was noted that the balloon became stuck on the wire. The device was eventually removed from the wire with difficulty and the procedure was completed with a different balloon catheter. No patient complications were reported.